Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple error alarm. Customer's blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had rejected new batteries and piston took longer time to rewind. Device not returned for the analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Device was received with a normal operating current. Device was monitored for several hours and no backlight anomaly or unexpected failed battery test or failed battery alarm noted. Also, no rewind anomaly noted during the testing. (B)(4).